Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation the electrode belt trunk cable pins were missing and the dn to rear therapy electrode cable was severed causing faults. The root cause for the missing trunk cable pin and severed cable was physical abuse. No adverse event resulted from the damaged belt.